Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician was crossing the septum with their transseptal sheath and felt that they had made contact with the posterior wall of the left atrium. The patient remained stable throughout. They assessed for a pericardial effusion, but there was no effusion present. Ten minutes later, the physicians assessed again and a trace effusion was visualized. No intervention was performed and the patient remained stable. The physician proceeded with the case and successfully implanted and released a closure device in the laa of the patient. The patient was fine and was discharged from the hospital the next day as planned.